Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-mar-2022. Investigation summary: customer returned (51) used 32gx4mm bd pen needles with detached tear drop labels from lot# 1243880 and 1243881. The customer reported no insulin flow during priming. The samples were examined, and it was observed that 46 pen needles featured a bent non-patient end (npe) cannula and 3 pen needles featured a broken npe cannula. The remaining two pen needles were tested for flow using a test pen injector, and both were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 51 pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken) the root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles.

Event description:
It was reported that two bd nano¿ 2nd gen pen needles clogged during priming. The following information was provided by the initial reporter: "consumer reported no insulin flow during priming."

Event description:
It was reported that two bd nano¿ 2nd gen pen needles clogged during priming. The following information was provided by the initial reporter: "consumer reported no insulin flow during priming."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple batch numbers involved. The information for the additional batch number is as follows: medical device batch #: 1243880 . Medical device expiration date: 2026-08-31. Device manufacture date: 2021-08-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.